Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a transcatheter edge-to-edge repair (teer) interventional procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed. The mitraclip steerable guide catheter (sgc) was advanced; however, during the sgc insertion, resistance was felt and the physician felt that that one of the prostyle sutures had broke. The broken suture was removed. The other pre-placed suture remained intact. A 26f sheath was then inserted and the teer procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture along with a figure of 8 stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported device cause damage could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices causing the suture separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.